Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient felt vision has been messed up. The clinical reason mentioned as "mechanical complication of iol. The iol has been exchanged in a secondary procedure. Additional information has been requested however no further information has been received.